Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu, and the system was tested and verified as ready for use. Isi did not receive a da vinci product to perform failure analysis. A review of the system logs from the site for the reported procedure date confirmed the presence of multiple errors, which were consistent with the issue reported by the customer.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy procedure, the integrated electrosurgical unit (iesu) repeatedly displayed an error code, ultimately resulting in the abortion of the procedure. System functionality was verified at startup, and the unit had powered on without errors. The issue occurred when monopolar energy was activated, functioning intermittently, but frequently triggering an error. To troubleshoot, the instrument and energy cables were replaced, and the iesu was restarted; however, the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) was consulted and recommended connecting a forcetriad generator to proceed with the case. The customer indicated they were attempting to locate one and continued using the iesu. The tse was later informed that the iesu had become non-functional. As a result, the procedure was aborted, anesthesia was discontinued, and the patient was rescheduled for surgery on a later date.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis evaluation. During in house testing, an erbe voltage error was found during the power-on test, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.